Event description:
The pt reported, he received an e10 (cartridge error) on his insulin infusion device that he could not clear. He said a few weeks ago, he fell into the lake and thought this might be the cause for the error. He stated while trying to clear the error message he pulled the insulin cartridge out, which caused half a cartridge of insulin to spill inside the cartridge compartment. He said he turned it upside down and let it dry overnight, but is concerned his infusion device is damaged. He stated he switched to his backup infusion device. The proper procedure for removing a cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.